Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the right ventricular (rv) lead exhibited high thresholds. The lead was reprogrammed, the thresholds were appropriate and subsequently were noted to be higher, which the physician was not related to the lead issue. It was reported also that the patient experienced perforation of the right ventricle with the rv lead which caused high lead impedance. It was further reported that the patient had developed cellulitis at the implant site and that the system would be explanted and a leadless implantable pulse generator (ipg) system would be used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.